Event description:
It was reported an issue with optilene suture. The client reported that the 4/0 sh double suture from braun was jammed in its packaging when handed to the surgeon and was therefore pre-damaged. Due to the manipulations of the suture and consequently the tissue on the aorta, severe bleeding occurred. Inadequate packaging of braun sutures compared to oher manufacturer suture material. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 5 closed samples for analysis. Pull out of suture in the closed samples received is correct and the current one. Sutures have been pulled out without difficult and do not become tangled and no showed any damaged. Sewing test on artificial skin tissue has been conducted with the closed samples received and no thread damaged was observed when pulling it through the tissue. Visual appearance is the usual one. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. After investigation, we do not see any manufacturing fault or material defect that could have caused the incident. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.